Event description:
Customer reports female having CT chest with IV contrast. Vascular access through right ac via the following method; b-d insyte autoguard, connected to a baxter interlink, connected to a lever lok cannula, connected to coiled tubing connected to the injector syringe. Injection protocol was 2.5ml rate for 100ml volume. Injection started. As the technologist observed, it was noticed that the injection was infiltrating, the technologist immediately stopped the IV infection. Approximately 30ml infiltrated. Hot pack applied on area. Patient was released with family and instructions to watch area and keep warm pack on.